Manufacturer narrative:
The insulin pump had a full segment display due to faulty connector on interface board. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments or partial display due to full segment display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the screen went completely blank, they then changed the battery and the insulin pump counted to 6 and then the screen went full blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.